Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed multiple events of system error 322. The device was found in specification in relation to the reported system error 322 which was not reproduced during evaluation. The evaluator found the pump to function as intended without occurrence of the error and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.